Manufacturer narrative:
The device was returned to olympus for inspection and the following malfunctions were identified during the device evaluation: loose (light guide) lg adapter, no image and light transmission, bent in outer tube was noted. Based on the results of the investigation, it is likely the following led to the malfunction: bent in outer tube. The most probable root cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited loose lg adapter, no image and light transmission. There was no patient involvement.